Event description:
Cook inc reported for customer, "a wire broke during a lead extraction, right ventricle, leaving a portion of the dilator and the wire in the patient. The physician was able to retrieve the segment. However, it is not known if a snare was used." Patient is okay.

Manufacturer narrative:
(B)(4)conclusion: based upon the evidence, it appears that the evolution tip became stuck or bound up to the point where it could not rotate and while in that stuck condition continuous force (trigger activation) was applied causing the sheath to buckle and ultimately begin to twist or corkscrew upon itself eventually resulting in the complete separation or twisting off of the distal end. Sheath damage prior to use and outer sheath location could also have played a part in this event.